Event description:
A surgeon reported that during intraocular lens (iol) implantation, the haptic broke when rotating the lens. The capsular bag ruptured and the lens fell into the vitreous. The patient was referred to a retinal surgeon who performed a vitrectomy and removed the lens. A new lens was then inserted with good visual results.